Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, a pericardial effusion occurred. The first introducer did not deflect properly and was replaced. The cs catheter was placed, the second introducer was inserted into the right atrium and transseptal puncture was performed. The physician punctured the anterior site of the septum and fluoroscopy indicated the aorta was punctured and the patient developed a pericardial effusion between right atrium and aorta. The introducer was removed under fluoroscopy and the effusion was treated with medication. The patient was stable and had sinus rhythm when leaving the operating room. There were no performance issue with any abbott devices used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.